Manufacturer narrative:
Patient weight not available for reporting. Date of non-union and infection is not known. This report is for two (2) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2017 due to a trochanteric fixation nail-advanced (tfna) nail breakage and femoral bone non-union and infection. The broken tfna nail (left), one (1) intact 110 mm helical blade, and two(2) intact distal locking screws were removed. The tfna nail had broken at the ¿nail/helical blade interface¿. A corrective femoral osteotomy was performed. The patient was revised to a 105 mm dynamic hip system (dhs) lag screw with a 140 degree/6 hole dynamic helical hip system (dhhs) plate along with two (2) cortical screws and four (4) locking screws. There were no surgical delays. The original implant date is unknown. This is report 3 of 3 for (B)(4).